Event description:
It was reported that there were alarm/error codes.

Manufacturer narrative:
A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced upper transducer for check IV set error. A review of the device history record for sn (B)(6) was performed from date of manufacture 09/29/2006 to the present date 10/24/2020 and note that this device has been returned for service two times without correlation to the customer reported issue or service repair. Also, there was a production failure q6 200052080 for component failure for assy ail which does not correlate to the customer reported issue.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there were alarm/error codes.